Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a mom clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6)2003 and a left total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, femoral loosening and subsidence, adverse reaction to metal debris, poly wear, fluid, and joint effusion was noted in the left hip. The fluid was located in the anterior and posterior lateral quadrants and measured 32.7 x 29.8 x 35.6 mm. Additionally, femoral and acetabular osteolysis and poly wear causing head migration were noted in the right hip during post operative monitoring. Patient further reported pain, limping, numbness, muscle spasms, knee/ankle problems and leg length discrepancy. There has been no reported revision procedures to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 13 states, "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medicalization or muscle deficiencies." Number 14 states, "postoperative bone fracture and pain." This report is number 4 of 6 mdrs filed for the same event (reference 1825034-2014-01979 & 2039 & 07310 / 07313).